Event description:
It was reported that the patient was allowing their mobile power unit (mpu) to come unplugged frequently when walking to the bathroom at night.

Manufacturer narrative:
Serial number has been requested but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) becoming disconnected from ac power frequently was not confirmed. The submitted log file contained 4 days of data ((B)(6)2022 ¿ (B)(6) 2022 per the timestamp). The log file data did not indicate any issues with the mobile power unit (mpu); there were no alarms observed associated with the reported event of losses of ac power while connected to the mpu. However, it was noted that the backup battery usage count was 255 throughout the log file. Although not confirmed, the log file events associated with the reported event may have been overwritten by newer data. There were no notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. Additional information provided stated that the mpu (serial number: (B)(6)) was not exchanged and would not be returned for evaluation. It was also reported that the ac power cord became disconnected from the wall outlet each time. The root cause of the reported event was determined to be the ac power cord becoming disconnected from the wall outlet, per the reported information. The root cause of the reported event was determined to be the ac power cord becoming disconnected from the wall outlet, per the reported information. The device history records were reviewed, and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on (B)(6) 2021. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) (rev. C) section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.